Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformances prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.

Event description:
Strong pain nos [pain]. Product is poor quality/had no effect/does not work/pain returned 2 weeks ago [therapeutic response decreased]. Case description: spontaneous report was received on (B)(6) 2013 (additional info was received on (B)(4) 2013) from a consumer (patient's husband) regarding a female pt, (age not provided), initials unk. The patient's medical history was not provided. On an unspecified date in 2013, approximately 13 weeks ago, the pt received treatment with synvisc-one (hylan g-f 20) injection at a dose of 6 ml, once (route of administration not provided). The log number for synvisc-one was not provided. On an unspecified date in (B)(6) 2013, the pt developed unspecified intense/strong pain for which the pt was hospitalized. It was reported that the product was of poor quality, had no effect, did not work and the pain returned two weeks ago (subtherapeutic response). It was reported that the pt was advised to receive the second dose of synvisc one, but the pt did not accept it. At the time of this report, the pt had not yet recovered from the event of unspecified intense/strong pain. The outcome for the event of "product is poor quality/had no effect/does not work/pain returned two weeks ago" was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The relationship of synvisc one with both the events was not provided by the reporter.